Event description:
Adverse event(s): "no information" (no known impact or consequence to patient). Product problem(s): "error message 108" (device displays error message). A biomedical engineer reports a 108 system message appeared and was persistent. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).